Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:visual inspection of "battery compartment¿ revealed, compartment crack from threads to case seal. Black box review show por events on (B)(4) 2013 the "battery cap" was not return with the pump. Test "battery cap" unable to tighten onto battery compartment. Power loss was duplicated. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. Unrelated to the complaint, pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.